Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant secondary to an infection at the abutment site that was treated with an antibiotic (route of administration unknown). The device was explanted on (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.